Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that at 3am her insulin pump received a no delivery alarm, and after changing her infusion set her pump still alarmed no delivery. The patient's blood glucose at the time of incident was 141 mg/dl. After the second no delivery alarm, she executed another set change and received a third no delivery alarm. Troubleshooting was initiated for the no delivery issue. The pump had forced her to rewind after the pump alarmed no delivery during the prime process. The customer was assisted with clearing the alarm. She was then instructed to disconnect the tubing and reservoir and reconnect them both, and then to replace the plunger and manually push the plunger very slowly. Insulin then exited the tubing. The customer then rewound and primed the pump without incident. The customer was advised that the pump was working as designed. The previous infusion set and reservoir will be returned for analysis and replacements of each were shipped to the customer.